Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the torque wrench could not be inserted properly into the setscrew inset of the pulse generator. The device was not used and a new device was implanted. There were no adverse consequences to the patient.